Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction for prevention of this issue in chapter 4- before use: "4.1 inspection and testing: "inspecting the product. Visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." Review of the IFU showed the following warning relevant to detection of this issue: "risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ the investigation determined that the issue could have been caused by stress. This stress may have occurred due to thermal damage, wear, a mechanical impact or improper handling; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the tip of the sheath was chipped. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the tip was chipped. It was also found that there was a crack at the base of the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.